Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the display on the radical-7 is erratic as described by the customer, when the "alarm silence" button was pushed, the waveform would appear at the bottom of the screen over top of the numbers. There were no consequences or impact to patient reported.